Event description:
It was reported the customer had a no delivery alarm during the fill tubing process. The customer also reported air bubbles in their reservoir, but they had changed out the reservoir. It was found the customer was unable to resolve their air bubbles with a plunger. Customer's blood glucose was 146 mg/dl. Troubleshooting found the customer's insulin pump did not alarm no delivery during a manual prime. The customer was advised their insulin pump was working as designed. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.